Manufacturer narrative:
-After further review of additional information received the following sections have been updated accordingly: d2, g1, g3, g6, h1, h2, h3, h6, and h10. As reported, the balloon of a 5f mynx control vascular closure device (vcd) burst during prep. Therefore, the product wasn¿t available, and manual compression was performed for 20 minutes and recovered. There were no reports of patient injury. The 5f mynx control vcd unit was prepared and used in accordance with instructions for use (IFU). The mynx vcd was used in transfemoral cerebral angiography (tfca). There were no visible signs of device/package damage prior to use. The physician achieved certification on the use of mynx and has used the device several times prior to this procedure. The procedure used a retrograde approach. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30~45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than 5mm in diameter. The puncture site did not have visible calcium/plaque. There was no stent near the puncture site. The vessel did not have stenosis >50% at the puncture site. The target femoral site was not previously closed with any closure less than 30 days prior to this procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to use mynx control. A non-sterile mynx control vascular closure device 5f involved in the reported complaint was returned for investigation. Visual inspection of the device showed that buttons 1 and 2 were not depressed and remained in the manufacturing position, and the syringe was returned attached to the device while the stopcock was returned open. Nevertheless, the procedure sheath was not with the device, and exposure to blood was observed as received. The sealant sleeve was observed in good condition covering the sealant that was returned in its manufacturing position as expected per the position of the button 1 and 2. Additionally, it was observed that the balloon showed a ruptured condition that did not permit inflation of the balloon that was reported to have lost pressure. Functional testing could not be performed as the balloon was not in a condition to replicate the inflation and deflation mechanism. A product history record (phr) review of lot f2205904 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The event of ¿balloon loss of pressure-during prep¿ was confirmed through analysis of the returned device. However, the exact cause of the rupture found could not be conclusively determined during analysis. Based on the information available for review and product analysis, it is not possible to determine what factors may have contributed to the issue reported. However, handling factors during prep are possible. According to the instructions for use (IFU) during the prepare balloon step, which is not intended as a mitigation, ¿fill locking syringe with 2 to 3 ml of sterile saline, attach to stopcock and draw vacuum. Check luer connector and tighten if necessary. Inflate the balloon until the black marker on the inflation indicator is fully visible. Check for leaks in the balloon and syringe connector; retighten if necessary. Discard the device if the balloon does not maintain pressure. Check for air bubbles in the balloon. If air bubbles are visible, deflate the balloon, draw vacuum to remove bubbles and re-inflate.¿ neither the phr review nor the product analysis suggests that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Event description:
As reported, the balloon of a 5f mynx control vascular closure device (vcd) burst during prep. Therefore, the product wasn¿t available, and manual compression was performed for 20 minutes and recovered. There were no reports of patient injury. The 5f mynx control vcd unit was prepared and used in accordance with instructions for use (IFU). The mynx vcd was used in transfemoral cerebral angiography (tfca). There were no visible signs of device/package damage prior to use. The physician achieved certification on the use of mynx and has used the device several times prior to this procedure. The procedure used a retrograde approach. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30~45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than 5mm in diameter. The puncture site did not have visible calcium/plaque. There was no stent near the puncture site. The vessel did not have stenosis >50% at the puncture site. The target femoral site was not previously closed with any closure less than 30 days prior to this procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to use mynx control. The device will be returned for evaluation.

Manufacturer narrative:
A review of the manufacturing documentation associated with lot f2205904 presented no issues during the manufacturing process that can be related to the reported event. This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.